Manufacturer narrative:
The reported events of no capture, diminished sensing, and low impedance were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital after complaining of chest pain when he coughed. The patient had a pulse generator system implanted on (B)(6) 2021. Upon analysis, it was discovered that the patient's right ventricular lead had no capture, diminished sensing, and low impedance. A computed tomography (CT) scan was performed which confirmed that there was cardiac perforation as a result of the right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. The patient's condition was stable throughout.